Event description:
The customer reported a spot on the touch screen and the screen was not working. No patient involvement.

Manufacturer narrative:
(B)(4). A return authorization number was issued to the customer. The part has not been returned to the manufacturer at this time. Once the part is available and evaluated, if there is further information, a follow up report will be submitted.